Event description:
The plate broke 21 days after the implantation. "Normal use and protected support" was reported. The product was in contact with the pt but there was no pt injury or death alleged. The event did not lead to increase in the surgery time. Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.